Manufacturer narrative:
Mw5057505 test strip lot # 1020215082, expiration date: 3/2017, control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Not yet returned to manufacturer.

Event description:
Mw5057505 dtd (B)(6) 2015. Information received by mail on (B)(6) 2015 that a pharmacist reported to the FDA, report # mw5057505 - the mw reporter was unable to provide any information regarding the meter, strips and could not provide any further information regarding the reported event. "....consumer reported receiving high bg results when using his nmp meter and nmts. Ts in question were tested at the clinic and it was determined they were defective defective ts were removed from patient and new rx for ts were given nmts stopped using on (B) (6) 2015

Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter or the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.